Event description:
A reliant balloon was used in a patient as an accessory product after the implantation of an endurant abdominal stent graft. It was reported that the reliant stent graft balloon was placed at the level of the renal arteries. It was inflated once with a 30 ml syringe and hand pressure. The balloon migrated slightly, so the physician deflated it and repositioned and inflated again. As the balloon squared against the aortic wall, the balloon ruptured. The balloon was inflated inside the stent graft. The balloon was removed and a second balloon was positioned and ballooning was completed without incident. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: balloon rupture. Evaluation summary: the balloon was returned and its evaluation has been completed. There were no kinks on the catheter. The balloon was present at the distal end. There was a circumferential cut at the middle of the balloon, which broke the balloon in two halves. The break line was clean with no obvious jagged edges. It was not possible to conclusively determine what caused the balloon to burst. The balloon might have been inflated outside the graft material of the deployed stent graft and contact with the proximal bare stent might have been a factor.